Event description:
This rv lead was implanted on (B)(6) 2003. A call was placed to technical services on (B)(6) 2017 stated that this lead had a bunch of impedance variations 300 to 1300 ohms. Additional information was received that during the revision procedure it was noted that there was externalized conductor coils on the rv lead. The physician explanted the rv lead. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).